Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this right ventricular (rv) lead experienced sensing integrity counter. Also, this rv lead exhibited high threshold measurements. The rv lead remains in service. Due to the limited information received, further follow-up to obtain related details was not possible.